Event description:
Information received indicates the pendant cable has pulled away from the pendant body, exposing bare wiring.

Manufacturer narrative:
A new pendant was sent to the facility to repair the bed.